Event description:
A malfunction alarm, specifically malfunction code 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur afterward. The customer was advised to continue using the pump but to contact support if the problem arose again, and the customer confirmed understanding of this guidance.